Event description:
During a saphenous vein harvesting procedure, a blue rubber seal piece detached while inside the pt's leg. This was noticed when the unit was taken out of the pt's leg and the blue seal was noted as missing. The pt's leg had to be open in order to retrieve the piece. The date of the incident is unknown. The pt is reportedly in good condition.